Event description:
It was reported that the patient did not charge their ipg as recommended and the ipg became unable to communicate with external devices. The ipg was inoperable. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the ipg was explanted and replaced to address the issue. Reportedly effective therapy restored post op.

Manufacturer narrative:
The date of event is estimated. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the report incident is related to user error.